Event description:
The complainant reported an under-delivery. 200 ml of product was to be delivered at a rate of 200 ml/hour for one hour; however, it took two hours for the feed to be delivered.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. The testing and investigation results confirmed the complaint. The pump delivered at -32.5% accuracy, which is not within specification. The motor was badly damaged, which resulted in a partial disengagement from the gear mechanism. The cause for the motor damage is thought to be related to the pump being dropped onto a hard surface. It was also noted that the reeds and optics were broken. This pump had been in service for 10 months prior to this issue. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.